Manufacturer narrative:
(B)(4). Physio-control has advised the customer that this device is no longer supported for service and recommended replacing the device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was showing a service wrench and had logged critical event codes which would affect defibrillation energy delivery. There was no patient use associated with the reported failure.